Event description:
Report rec'd of no audible alarm tone. The pump was returned to the biomedical engineering dept with a note that the device did not sound an audible alarm tone during the self test. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not completed.